Event description:
Patient was revised to address loosening of the tibia. The medial side of the tibia collapsed.

Manufacturer narrative:
No product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lot provided since its respective release for distribution. The investigation could not verify or identify any evidence of product error contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint complaint will be re-opened.